Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were over 500 mg/dl, 550 mg/dl and 313 mg/dl. The customer did not mention that they were thirsty as a symptom related to high blood glucose level. The customer reported for insulin flow block alarm and they stated that it was resolved by infusion set change. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.